Event description:
Device malfunction: none. Symptoms/ae: stroke. Time of symptoms/ae: post the procedure. It was reported that post an uneventful right internal carotid artery stenting procedure, the patient experienced right eye vision loss. A CT scan revealed a recent left occipital lobe infarction which the physician reported occurred pre-procedure. It was reported that the pre-procedure stroke is most likely the etiology of the right eye blindness. There was no reported treatment. The patient also has a history of near blindness in the right eye due to pseudophakic bullous keratopathy and a decompensated cornea. The patient was discharged home three days post the procedure and the condition was reported as continuing, chronic. Information received on 11/07/2008 indicated that the event was an ischemic, bilateral minor stroke. Although requested, there is no additional information available.

Manufacturer narrative:
A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this complaint. Stroke is a known possible adverse event associated with the use of carotid stents as listed in the device instructions for use.